Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2018. Data was received for evaluation, data review confirmed the reported event of inaccurate cgm values. A probable cause could not be determined via data. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Please note that the first report submitted under 3004753838-2018-104194 was marked as a 5-day report in error. This follow-up report is to note that should have reflected initial report (30 day). There is no 5 day reportable issue in this complaint. The firm was not required to initiate action to prevent an unreasonable risk of substantial harm.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). Please note that the first report submitted under 3004753838-2018-091982 was marked as a 5-day report in error. This follow up report is to note that should have reflected initial report (30 day). There is no 5 day reportable issue in this complaint. The firm was not required to initiate action to prevent an unreasonable risk of substantial harm.

Event description:
Subsequent to the initial MDR, a correction is required.